Manufacturer narrative:
Date of event: event occurred repeatedly from (B)(6) 2018 to (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced repeated peritonitis events. The exact number of events was not reported. The cause of the peritonitis events were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with amoxicillin (dose, route and frequency not reported) and norfloxacin (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing during the treatment and was discontinued at the later stage of the treatment. No additional information could be provided as the reporter declined follow-up.